Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the user was unable to access the server. A technical support specialist (tss) connected to the server and observed that the system was in disconnected mode, with patient and order delay indicators present. The tss noted that the server had recently restarted and monitored the system until the disconnected mode cleared after a few minutes. It was confirmed that the issue was resolved following a server reboot performed by the information technology team, based on system uptime correlation. The tss identified that the login issue during the downtime was caused by a connection failure to the database server and verified that recent updates had been applied to the database server. Resolution was confirmed with the customer, and the case was closed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access the server. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.